Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - persistent ablation procedure and the vizigo sheath could not enter the left atrium (la) properly for transseptal puncture (tsp). When removed, it was seen that the dilator partially perforated the sheath tip. No internal sheath mechanism was exposed. The tip was not rough and there were no lifted or damaged electrodes. The sheath was replaced, and the procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) - persistent ablation procedure and the vizigo sheath could not enter the left atrium (la) properly for transseptal puncture (tsp). When removed, it was seen that the dilator partially perforated the sheath tip. No internal sheath mechanism was exposed. The tip was not rough and there were no lifted or damaged electrodes. The sheath was replaced, and the procedure was successfully completed. There was no patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection of the returned device was performed following j&j procedures. Visual analysis revealed that the soft tip was observed deformed. A microscopic examination was performed to review the tip in detail, and it was observed that the dilator was exiting the irrigation hole of the device. A device history record was performed for the finished device (B)(4) number, and no internal actions related to the complaint were found during the review. The resistance and shaft issue reported by the customer was confirmed, since the dilator exits the irrigation hole. The potential cause of damage could be related to incorrect insertion of the dilator into the sheath; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. Prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).